Event description:
Boston scientific received information that upon extracting this right ventricular (rv) lead the physician noted that the insulation had deteriorated down to the conductor wires. A lead fracture was suspected. A part of the lead was extracted. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned. Should additional information become available this event will be updated.